Event description:
The tip of the catheter became dislodged from the distal end of the catheter. The tip was recovered outside of the patient, no injury to the patient.

Manufacturer narrative:
A visual inspection was performed and found that the distal floppy tip of the catheter was separated from the shaft. The inner lumen was also damaged during the extraction of the device. Longitudinal scratches were observed at distal tip. The proximal end of the distal floppy tip measured .112 inch which is larger that the 8f (.105 inch) guide sheath that was used in the procedure. Additional information was requested regarding the sheath, procedure and location of lesion. It was learned that the procedure was in an endovascular graft of the aaa with a short cordis 8f sheath. The visions pv 8.2f catheter is compatible with a minimum guide catheter (sheath) of 9f as stated in the labeling. The 9f guide catheter used has a smaller diameter than the pv 8.2f catheter. Because of the construction of the catheter, the tip has a smaller diameter however the maximum scanner diameter of the product is 8.2f. Based on the additional information provided by customer, cordis 8f sheath was used in conjunction with the volcano device, therefore the device was used off label and causes the complaint. Instruction for use indicates to use the 9f (.118 inch) introducer sheath.